Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The angle knob was irresponsive, the user replaced another one to use. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: long-term use and normal aging, resulting in angulation defect. The scope was repaired by the third party and returned to the hospital. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: d8: this device was serviced by a third party.